Event description:
This (B)(6) male patient with a history of known coronary artery disease, previous pci with cypher drug-eluting stents in the lad ((B)(6) 2006) and large obtuse marginal branch ((B)(6) 2006 and re-do in (B)(6) 2007, details unknown), hypertension, dislipidemia, reflux, obstructive sleep apnea (non-compliant with CPAP), and a family history of coronary artery disease was admitted for cardiac evaluation prior to having extensive spinal surgery. A nuclear stress test in (B)(6) 2010 revealed 1mm st depression in v2 with exercise and a large anterolateral reversible defect suggesting coronary ischemia. The patient was admitted for coronary angiography which revealed a normal left main artery, 20-50% diffuse disease in the proximal and mid lad, a widely patent cypher stent in the distal lad, an 80% occlusion at the ostium of the first diagonal branch, and a subtotal occlusion of the stent in the om1 with the distal om1 being supplied via collaterals from the right. The right coronary artery (dominant) was widely patent. The ejection fraction was noted to be 50%. The patient was taken for triple-vessel coronary artery bypass grafting (CABG): lima to the first diagonal branch, svg to the distal lad and svg to the first obtuse marginal branch. The patient was discharged six days later in stable condition.

Manufacturer narrative:
Device not returned for evaluation. Complaint notes were reviewed, patient had a trauma to the implant site. This is an identified risk to successful device use ans is not a device malfunction. The patient was reimplanted in late 2009 (exact date not provided). (B) (4).

Event description:
Per the audiologist, after a hit on the head, the patient¿s fixture fell out. Reimplantation is planned, but had not taken place at the time of this report in 2009.